Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress/chemical stress/storage environment etc. Handling the device in accordance with the following instructions for use (IFU) may enable the user to detect the suggested event properly: "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Handling the device in accordance with the following IFU may enable to reduce/prevent the suggested event: "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: device inspection noted the connecting tube has coating peeling (1mmsq or more). Furthermore, cut on a-rubber (insertion tube/bending section ) was observed (watertighntness is lost (leakage). The customer reported issue of leakage was confirmed. Additionally, the following findings were observed: distal end shaved. Angulation lever has a scratch. Ud (up/down) plate has a scratch. Low angulation noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leakage from the bending section. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found peeling of the coating of the connecting tube (1mmsg or more).

Manufacturer narrative:
Additional information: e1, e2, e3 - telephone number provided for contact is (B)(6).